Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient does not know where sensor wire is. No additional event or patient information is available.